Manufacturer narrative:
The reported event is confirmed as use related. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A potential root cause for the issue could be "user unaware of time limitation or forgets the patient is using the device." A DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: ¿replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient got urinary tract infection in hospital by using the purewick female external catheter. The user felt that the hospital staff did not clean the patient. It was unknown what medical intervention was provided for urinary tract infection. Per customer contact via phone on (B)(6) 2021, the customer stated that the hospital did not change the catheters for days and this caused a bad urinary tract infection. It was so bad that the customer then had to stay on low grade antibiotics every day to prevent the urinary tract infection from returning and the customer was on keflex. It was also stated that the customer did not have a purewick at home.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient got urinary tract infection in the hospital by using the purewick female external catheter. The user felt that the hospital staff did not clean the patient. It was unknown what medical intervention was provided for urinary tract infection.